Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with cystoscopy due to urinary incontinence. The patient experienced pain, dyspareunia. The patient underwent mesh revision/removal in (B)(6) 2012 due to pain, incontinence and erosion. It was reported that patient underwent implantation of retro pubic sling w/ xeneform in (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.